Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record ((B)(4)) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the closure of the left common femoral artery, the mynxgrip device became lodged. Upon an attempt to remove the device under fluoroscopy, everything except a small fragment of the wire was left behind lodged near the implanted graft. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Outcome attributed to adverse event: was updated to include "required intervention to prevent permanent impairment/damage." Event date: the event date was provided. The event description was updated. The report source was updated to include the medwatch report received. The conclusion code was updated to include FDA code (device failure related to patient condition). Although the root cause could not be conclusively determined, it was reported that a small fragment of the wire was left near an implanted graft, potentially contributing to the issue. It should be noted that the safety and effectiveness of mynx vascular closure devices have not been established in patients with prior surgical procedure, pta, stent replacement, or vascular graft in the common femoral artery, per mynx instructions for used (IFU)/special patient populations.

Event description:
Cardinal health received a copy of a medwatch report which further clarified the event. The surgeon attempted removal of the device but a small fragment of the wire was left near the implanted graft.